Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown

Event description:
Healthcare provider reported a right side rupture and contracture baker grade unknown. Ultrasound and mammogram noted prominent folds and echography signs of intracapsular rupture in the right prosthesis. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2; a3a; e1; h6.

Event description:
Healthcare professional reported right side intracapsular rupture, prominent fold, and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw opening. Crease / folding of implant: observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture and contracture baker grade IV. Ultrasound and mammogram noted prominent folds and echography signs of intracapsular rupture in the right prosthesis. The device was explanted.

Event description:
Healthcare provider reported a right side rupture and contracture baker grade IV. Ultrasound and mammogram noted prominent folds and echography signs of intracapsular rupture in the right prosthesis. The device was explanted.